Event description:
It was reported that a patient (pt) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was a streptococcus bovis infection in the blood. The cause of the blood infection was unknown. The patient was hospitalized for 9 days for peritonitis. The pt was treated with unknown intraperitoneal (ip) and intravenous (IV) antibiotics for peritonitis. On a later date, the patient was readmitted to the hospital for another 9 days for atrial fibrillation manifested by discomfort. The patient was treated with morphine (dosage, frequency and route not reported) for discomfort and coumadin (dosage and frequency unknown) for atrial fibrillation. During the hospitalization, the patient was also found to have fluid around heart and lungs. The patient underwent a 15cc removal of fluid from the heart only. The cause of fluid around the heart and lungs was from the bacterial blood infection. After a few days on coumadin, the patient was readmitted to the hospital for 3 days due to an elevated inr(international normalized ratio) of 8.9 manifested by rectal bleeding. At the time of this report the pt was recovering from the events of fluid around heart and lungs, elevated inr level, blood infection, and bacterial peritonitis. Pd therapy was ongoing. This is report 3 of 3.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).